Manufacturer narrative:
Section e1 - facility name: complete facility name is (B)(6) hospital. This report is being filed on an international product, list number 08d06-74 that has a similar product distributed in the us, list number 8d06-31 / 41, with 510k/PMA/bla number k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect syphilis tp results generated on the architect i2000sr processing module for a 40-year-old female patient, which was not consistent with the results from other platforms. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): architect syphilis tp initial result = 0.45 s/co (nonreactive); repeat result = 0.41 s/co (nonreactive). Wantai platform results = 161.49 s/co (reactive) and 177.57 s/co (reactive). Roche platform result = 6.32 coi (positive). Tppa result = inconclusive. Update: on (B)(6)2025, the customer stated a new sample was collected from the patient a week later and the following results were obtained: architect syphilis tp initial result = 0.34 s/co (nonreactive), wantai platform result = 38.00 s/co (positive) , roche platform result = 3.02 coi (positive), there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation results included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a labeling review, and in-house testing of retained reagent kit. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 66060be01 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer¿s issue. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met, and no false nonreactive results were obtained, showing that the lot generates the expected results. Based on our investigation, no systemic issue or deficiency was identified with the architect syphilis tp reagent, lot number 66060be01.

Event description:
The customer observed false nonreactive architect syphilis tp results generated on the architect i2000sr processing module for a 40-year-old female patient, which was not consistent with the results from other platforms. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): architect syphilis tp initial result = 0.45 s/co (nonreactive); repeat result = 0.41 s/co (nonreactive). Wantai platform results = 161.49 s/co (reactive) and 177.57 s/co (reactive). Roche platform result = 6.32 coi (positive). Tppa result = inconclusive. Update: on 03jan2025, the customer stated a new sample was collected from the patient a week later and the following results were obtained: architect syphilis tp initial result = 0.34 s/co (nonreactive) wantai platform result = 38.00 s/co (positive) roche platform result = 3.02 coi (positive) there was no impact to patient management reported.